Event description:
The user facility reported to terumo cardiovascular systems that out of box the sampling line detached from the arterial side of the oxygenator. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, (B)(4).